Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("bleeding: anemia"), urinary tract infection ("uti (urinary tract infection)"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, genital haemorrhage, menorrhagia, iron deficiency anaemia, urinary tract infection, urinary tract disorder, vaginal discharge and cystitis had resolved and the gastrointestinal disorder, nausea, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: she had received treatment for following events" chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal, back pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding, bleeding: anemia, uti (urinary tract infection), urinary problems, vaginal discharge, bladder infection, gi (gastrointestinal) conditions, nausea, fatigue, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. New events added-chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal, back pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding, bleeding: anemia, uti (urinary tract infection), urinary problems, vaginal discharge, bladder infection, gi (gastrointestinal) conditions, nausea, fatigue, migraine and headaches¿. Reporter¿s information, demographics, lab data, essure indication (amended), and essure removal date were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.